Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31270312l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E1. Initial reporter phone: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required pacemaker implantation. Av block occurred during subxiphoid pericardial window (spw) (slow pathway) ablation in an avnrt procedure. Temporary pacemaker was inserted and the patient was followed-up in the intensive care unit (ICU). The physician stated that because his potential was visible before ablation, the ablation was conducted a little further away from the his, but it may have been closer than he/she thought. No abnormalities before or during use of the product. Additional information was received indicating the patient has improved. The physician's opinion on the cause of the adverse event is that it was procedure related. The physician commented that the ablation could have been performed near the his bundle. The patient has discharged from the hospital with permanent pacemaker implanted.